Event description:
Fill volume: ni flow rate: ni procedure: arthroscopic labral reconstruction and capsulorrhaphy on the right shoulder surgery cathplace: intra-articular joint space - right shoulder patient alleges chondrolysis in shoulder following placement of an on-q pump after surgery on or about (B)(6) 2008. On (B)(6) 2013, the patient complained of right should pain and stiffness with the patient taking (B)(6) and naprosyn with mild relief. The patient had an injection of lidocaine and kenalog to the right glenohumeral joint. The patient was subsequently diagnosed with chondrolysis.

Manufacturer narrative:
(B)(4). Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the review of the device history record (DHR) cannot be performed. Results: the information contained is from legal documents served on I-flow, llc.. Pursuant to a transaction filed with the united states securities and exchange commission, the health care business of kimberly-clark (which included the business of its wholly-owned subsidiary, I-flow, llc), was spun off and is now halyard. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(6) 2006, I-flow updated its on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(6) 2007, I-flow also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.